Event description:
It was reported that the patient experienced pocket stimulation from the lead. X-ray was performed and showed that the lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced. Patient was reported as having no consequences.